Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 5 in the patient's mouth, insufficient bone quality/quantity was observed. The device will be forwarded to the manufacturer for investiation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that on the day the implant was placed in ada site 5 in the patient's mouth, insufficient bone quality/quantity was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).